Event description:
The user experienced an ongoing issue with vitamin b12 generation 2 (b12) and folate ii (folate) and provided results for one patient. The b12 initial result was < 31 pg/ml with a data flag and was reported outside the laboratory. The user manually repeated the sample at the request of doctor and recovered 550 pg/ml with a data flag. This result was reported outside the laboratory. After 2 days, a new sample from the same patient was sent to laboratory. This sample recovered 2000 pg/ml with a data flag and was reported to the doctor. The initial folate result was 0.8 ng/ml and was reported outside the laboratory. The user manually repeated the sample at request of doctor and recovered 5.1 ng/ml. This result was reported outside the laboratory and was viewed as the correct result. After 6 days a new sample was sent by doctor for testing purposes. This sample recovered 7.2 ng/ml. The user repeated the original sample from (B)(6) 2011 and it recovered 5.1 ng/ml. The user refused to provide any information to determine if the patient was adversely affected. The b12 reagent lot number was 15894206 and the folate reagent lot number was 16052901. The field service representative determined there was a problem with the measurement system, there was an electronic failure and replaced six measuring cells. To verify the analyzer operation, he ran performance testing and observed the measuring cell performing correctly and within specifications. The field service representative and user ran calibration and quality control with acceptable results.